Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the respiratory rate trend (rrt) signal on right atrial (ra) lead. This led to stored atrial tachy response (atr) episodes. At this time, the crt-d was reprogrammed and rrt was turned off. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received which indicated high out of range pace impedances on the right atrial (ra) lead were also observed. The impedances were greater than 3000 ohms. However, the values then stablized to in-range values, until recently when spikes greater than 3000 ohms started to occur again. At this time, the patient is being monitored and the products remain in service. No adverse patient effects were reported.